Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had passed away on (B)(6) 2025 and a health care professional was called to the mortuary to turn off tachycardia therapy. A review of the ICD memory noted the battery capacity had depleted on (B)(6) 2025, when back in (B)(6) 2025, its estimated battery longevity was reported to be 10.5 years. Furthermore, the ICD had declared code 1007, indicative of the capacitor charge time having exceeded the limits. The patient was noted to have received multiple (35) appropriate shocks in between may 2004 and mar 2025. But has been recently lost to follow-up. An inquiry has been made at the patient's following hospital to confirm whether the observed battery drain, and code 1007 was due to large number of appropriate shocks the patient received. At this point, all evidence indicates the ICD remains in situ. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had passed away on (B)(6) 2025 and a health care professional was called to the mortuary to turn off tachycardia therapy. A review of the ICD memory noted the battery capacity had depleted on (B)(6) 2025, when back in (B)(6) 2025, its estimated battery longevity was reported to be 10.5 years. Furthermore, the ICD had declared code 1007, indicative of the capacitor charge time having exceeded the limits. The patient was noted to have received multiple (35) appropriate shocks in between (B)(6) 2004 and (B)(6) 2025. But has been recently lost to follow-up. An inquiry has been made at the patient's following hospital to confirm whether the observed battery drain, and code 1007 was due to large number of appropriate shocks the patient received. At this point, all evidence indicates the ICD was explanted and removed. No additional adverse patient effects were reported.

Manufacturer narrative:
Despite multiple attempts to the field, no further device information was ever obtained from the hospital. If pertinent information is provided in the future, a supplemental report will be submitted.